Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer representative (rep). It was reported that the patient was not feeling stimulation from their implantable neurostimulator (ins). The ins had a battery replacement due to previous battery depletion. On the day of the report, the patient did not feel stimulation when the ins was reprogrammed and had stim increased to 9v. It was noted that the impedances were somewhat high with 1,834 ohms. A rep later reported on 2016-jul-21 that impedance results ranged from 1900-4000 ohms. The patient had their old system (that was implanted in (B)(6) 2007) explanted to resolve the patient's inability to feel stimulation and had a new system implanted on (B)(6) 2016. There were no reports of trauma or falls. The patient's medical history was unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.